Event description:
The physician was using an endeavor resolute drug-eluting stent to treat a lesion. The lesion was reported to be 85% stenosed and a little tortuous. The device was removed from the packaging per IFU and inspected prior to use with no issues noted. Device was prepped prior to use with no issues noted. The lesion was not pre-dilated. Resistance was experienced when advancing the device. The device was unable to cross the lesion. The device was removed and another device was used to complete the procedure. There was no patient injury reported the physician has indicated that the event was due to use of the device in a difficult lesion. Device evaluation: the hypotube was kinked proximal to the guide wire entry port. The distal tip was undamaged. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th proximal segment was misaligned with slightly raised struts; the 4th and 5th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Results: failure to follow instructions (lesion was not pre-dilated). Inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (85% stenosed and a little tortuous). Deformation problem (stent). Conclusion: failure to follow instructions (lesion was not pre-dilated). Known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (85% stenosed and a little tortuous).